Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 pocket b1, b2, b3, b4 were failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 row b pockets were failed. A field service engineer (fse) ran hardware test application, cleaned the debris and reseated all connections in the drawer and back of the drawer. Fse also cleaned the drawer, communication sled and power supply, cleaned debris under the bottom of the back panel, reseated the bus cable connections and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.